Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they had to have surgery to remove a mucocele (cyst) that was caused by the aligners for being too sharp. Requested letter from patient's doctor.